Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the user experienced using a tube after the expiry date. The following information was provided by the initial reporter. The customer stated: it was reported that expired tubes were used. Our center used blood collection vacutainers that expired on 08/31/21. We didn't notice they were expired until 12/08/21. We are reaching out to find out if using the tubes past the expiration will have an impact on the quality of our blood samples. We used the red/black tiger top tubes ref:(B)(4) lot: 0237676. Let me know if you have additional questions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Retain samples from bd inventory could not be evaluated as the expiration date had been exceeded. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of expired tubes. Bd was not able to identify a root cause for the indicated failure mode and makes no claims on the use of expired products. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the user experienced using a tube after the expiry date. The following information was provided by the initial reporter. The customer stated: it was reported that expired tubes were used. Our center used blood collection vacutainers that expired on (B)(6) 2021. We didn¿t notice they were expired until 12/08/21. We are reaching out to find out if using the tubes past the expiration will have an impact on the quality of our blood samples. We used the red/black tiger top tubes ref: 367988 lot: 0237676. Let me know if you have additional questions.